Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. They reported frequent occlusion events and requested additional assistance. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.